Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the drawer 5 was not detected on the bus due to a contamination problem. A field service engineer addressed the issue by cleaning the contacts and ensuring secure connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the main drawer 5 did not stay closed, preventing users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.